Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It has been reported that a hose bent sharply. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was not confirmed by a test performed in the repair center. There were several errors indicating occurrence of system error in addition to invalid item indicating event logs had not been written properly. The device's main board was replaced to address the issue. Additionally, not related to the issue, the pressure control valve, and the blower motor was checked, interior, exterior and flow line was cleaned, alarm test and software version check (ver.2.9). The unit was checked overall, tested by test station and its system was calibrated. Unit was checked overall and run in tests then no abnormality was confirmed.